Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during pre-dilatation of a non-tortuous, moderately calcified circumflex artery lesion, the nc trek (2.75 x 15 mm) ruptured with the first inflation at 8 atmospheres. The nc trek (2.75 x 15 mm) was removed. A same size non-abbott balloon and a non- abbott stent were used to successfully stent the lesion. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.